Event description:
The customer reported flickering image during inspection for use involving an Olympus colonovideoscope. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy imageA root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the CCD unit, noise occurred.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.